Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing was cracked and broken, control ring rotated through (pin broken) and motor was grinding on the battery reamer/drill device. It was further determined that the device failed pre-test for general condition, off/fwd/rev mode change 10 time from fwd to rev at full speed. It was noted in the service order that the customer had ordered two bpl batteries which had never work even after changing the battery charger to the current version and trying other ones. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.